Event description:
This lead was revised and the associated lead was explanted due to dislodgement and pt anatomy. There were no other adverse pt effects reported. If add'l info becomes available, this report will be updated.